Event description:
It was reported that during a follow-up in clinic, intermittent low, out of range, pacing lead impedance was observed on the ventricular channel. Patient was asymptomatic and is not dependent on ventricular pacing. The physician elected to see the patient in follow-up in 6 months. Patient is in stable condition.